Manufacturer narrative:
It was alleged that the corners of the blister tray are cracked and the package compromised. The two devices were returned and visual examination confirmed that the units had various degrees of cracked blisters. The blister packaging seals were found to be completely intact and not compromised. Our investigation determined that it is possible that an event of this nature could occur if the devices received some significant impact during the shipping process. The damaged that occurred to the blisters is a clear breach of the sterile barrier; however, this damage is highly evident to the user. The IFU cautions that product is sterile unless package is damaged or open.

Event description:
Based on info reported to davol: (B)(6) 2012 - it was reported that the corners of the blister tray are cracked and the package compromised. The damage was noted upon receipt of the product and there was no pt intervention. Due to the reported sterility breach, this MDR is being submitted.